Event description:
Affiliate reports that a pt had a valve implanted in 2003. The valve was found to have self adjusted itself to 30 instead of 200 twice. As a result the doctor revised the valve in 2005.